Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute failure to achieve hemostasis may include, but not limited to, user pulls back on the device during clip deployment, user rocks/twists the device during device withdraw, clip interacts with the vessel locator wings. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a neuro intervention procedure using a 6f sheath. Reportedly, the starclose was used without issues, but hemostasis was not achieved. Therefore, manual compression was applied, and hemostasis was achieved within a few minutes. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.